Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check performed in 2007, passed. The specimen was collected in 13x100, bd, plastic, lithium heparin tube without gel separators and centrifuged at 3,200 rpm for 10 minutes at ambient temperature. No other results or assays were questioned at the time of this event. A field service engineer (fse) contacted customer on 02/21/07: the fse indicated that customer performed system check and accu tni precision testing and all results met specifications. Customer agrees that pre-analytical factors may have contributed to this event as the sample was collected at another facility. However, this was not confirmed. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.95ng/ml was obtained. The result was not reported out of the lab. On the same day, the customer re-tested the original sample in triplicate for accu tni and the repeated results were: 0.01ng/ml, 0.01ng/ml, and 0.00ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.